Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent xl vascular stent system that are cleared in the us. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: based on the investigation of the provided photos, it could be confirmed that the inner catheter detached from the handle. As the sample was not returned for evaluation, difficulties during removing of the system could not be confirmed and an indication for a manufacturing related cause could not be identified. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints were reviewed. The reported issue of a detached inner catheter post stent deployment may be guide wire related. E.g. Insufficient flushing as well as an incompatible guide wire may be potential factors. In this case it is unknown if the device was properly flushed prior to use and if the guide wire was kept wet during use; type and size of the guide wire used is unknown. Difficult patient anatomy may be a contributing factor for increased friction forces during removal of the device from the patient. In this case no information about the patient anatomy was provided. A manufacturing related cause for the reported issue has also been considered. However, as a physical sample was not returned, an indication for a manufacturing related cause could not be found. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available and the evaluation of the provided photos, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the currently valid labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "flush the inner lumen of the device with saline prior to use". Furthermore, the IFU states regarding difficulties during removal: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding use of accessories the IFU states: "insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length across the lesion to be stented via the introducer sheath."

Event description:
It was reported that post deployment of the vascular stent, upon removal of the stent delivery system, the stent delivery system allegedly was difficult to remove and the inner catheter allegedly detached from the delivery system handle. Reportedly, the guidewire and the detached catheter were removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been similar to the lifestent xl vascular stent system that are cleared in the us. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: based on the investigation of the provided photos, it could be confirmed that the inner catheter detached from the handle. As the sample was not returned for evaluation, difficulties during removing of the system could not be confirmed and an indication for a manufacturing related cause could not be identified. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints were reviewed. The reported issue of a detached inner catheter post stent deployment may be guide wire related. E.g. Insufficient flushing as well as an incompatible guide wire may be potential factors. In this case it is unknown if the device was properly flushed prior to use and if the guide wire was kept wet during use; type and size of the guide wire used is unknown. Difficult patient anatomy may be a contributing factor for increased friction forces during removal of the device from the patient. In this case no information about the patient anatomy was provided. A manufacturing related cause for the reported issue has also been considered. However, as a physical sample was not returned, an indication for a manufacturing related cause could not be found. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available and the evaluation of the provided photos, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the currently valid labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "flush the inner lumen of the device with saline prior to use". Furthermore, the IFU states regarding difficulties during removal: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding use of accessories the IFU states: "insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length across the lesion to be stented via the introducer sheath."

Event description:
It was reported that post deployment of the vascular stent, upon removal of the stent delivery system, the stent delivery system allegedly was difficult to remove and the inner catheter allegedly detached from the delivery system handle. Reportedly, the guidewire and the detached catheter were removed. There was no reported patient injury. The patient was reported as stable post procedure.

Event description:
It was reported that post deployment of the vascular stent through a femoral gained access, upon removal of the stent delivery system, the stent delivery system allegedly was difficult to remove and the inner catheter allegedly detached from the delivery system handle. It was further reported that the target lesion was pre-dilated and the vessel anatomy was tortuous. Reportedly, the guidewire and the detached catheter were removed. There was no reported patient injury. The patient was reported as stable post procedure.

Manufacturer narrative:
This supplemental MDR is being submitted to reflect changes made to the investigation summary section, date of implant, and event description identified during an audit review of closed files. The catalog number has not been cleared in the us, but is similar to the lifestent xl vascular stent system that are cleared in the us. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: based on the investigation of the provided photos, it could be confirmed that the inner catheter detached from the handle. As the sample was not returned for evaluation, difficulties during removing of the system could not be confirmed and an indication for a manufacturing related cause could not be identified. Therefore, as a result of the investigation performed the complaint is confirmed. However, based on the information available and the evaluation of the provided photos, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the currently valid labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "flush the inner lumen of the device with saline prior to use". Furthermore, the IFU states regarding difficulties during removal: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding use of accessories the IFU states: "insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length across the lesion to be stented via the introducer sheath."

Manufacturer narrative:
No medical records were provided to the manufacturer. A photo of the device and the lot number for the device were provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post deployment of the vascular stent, upon removal of the stent delivery system, the stent delivery system allegedly was difficult to remove and the inner catheter allegedly detached from the delivery system handle. Reportedly, the guidewire and the detached catheter were removed. There was no reported patient injury.